Event description:
It was reported that the charger for the ilet system was not charging and was subsequently lost, preventing in-home troubleshooting; a replacement charger was provided per request. No injury or adverse clinical symptoms reported during the event. Outcomes included no impact on health and no hospitalization. Investigation included customer communnication and device-use review without on-hand hardware assessment due to the missing charger. Investigation of this case revealed a reported power supply/charger malfunction with no alarms and no device access for confirmation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to lack of returned product and inability to verify the event.

Manufacturer narrative:
Initial.